Event description:
Boston scientific received information that this patient was presented to the electrophysiology (ep) laboratory. The device was successfully explanted without incident. The device is enroute to boston scientific for laboratory testing.

Event description:
Boston scientific received information that this health care professional (hcp) contacted boston scientific's technical services (ts) to report that this patient's monitoring system detected a yellow alert (voltage too low for projected remaining capacity). Ts discussed the issue and recommended that the device should be replaced. The hcp was planning to discuss this further with the physician. A memory upload was performed and was sent to ts for analysis. The memory upload was received and the data was reviewed. A low voltage fault was declared on (B)(6) 2013 due to three daily voltages being below the threshold of 3.025 volts. The voltage is currently 3.015 volts and therapy delivery is unaffected. Using the last years' worth of daily battery voltage measurement data, the estimated true depth of battery discharge to obtain an estimate of the fault current was plotted. The current appears steady with an additional current drain of 66ua over the expected nominal value of 11ua. To date, the behavior appears consistent over time, however, this may change unpredictably. At this point, the battery does have a significant reserve capacity. The data indicates that there is sufficient reserve for the device maintain normal therapy functions for 2 weeks' time. Boston scientific received information that this patient was scheduled for device replacement.

Event description:
The device was received at boston scientific's return products department.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed three low voltage battery faults (fault code 1003) had been recorded. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device's battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.

Manufacturer narrative:
Upon return, the device will undergo detailed analysis to determine root cause.

Manufacturer narrative:
The investigation of this event is on-going as a request has been made to the local representative for additional information.